Event description:
It was reported that patient called in for assistance with his ambicor device. Patient stated he was having difficulty inflating it; he said that he had been to his dr. Who stated that the device was working fine, but the patient continues to feel like it is not working properly.